Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via e-mail, the customer was having issues with three sensors. The sensor signal was connected to the insulin pump. The sensor had breakage and it was visible. Sensor is being returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor broken. Unable to confirm customer received sensor damage due to customer returning it opened/used.